Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and physician were not pleased with the unexpected short longevity exhibited by the patients implantable cardioverter defibrillator (ICD). The device was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.